Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was no longer able to receive benefit from the device. The patient was re-implanted with a device from another manufacturer. During revision surgery, the surgeon opted to leave the device floating mass transducer (fmt) attached to the head of stapes to minimize the chance of damaging the structures in the ear.

Manufacturer narrative:
Conclusion: device investigations, on the received parts, did not reveal any device defect or problem which is expected to have been present whilst implanted. Reportedly, the patient was no longer within the device indication criteria due to an unrelated medical condition and could not benefit from the device. Thus, the patient was re-implanted with a different device from another manufacturer. This is a final report.

Event description:
It was reported that the patient was no longer able to receive benefit from the device. The patient was re-implanted with a device from another manufacturer. During revision surgery, the surgeon opted to leave the device floating mass transducer (fmt) attached to the head of stapes to minimize the chance of damaging the structures in the ear. As per additional information received, the device could not be entirely removed due to the presence of fibrosis. Reportedly, a cochlear labyrinthization process was observed since implantation which could have developed further if the head of the stapes was moved whilst removing the fmt. Thus, it was decided to cut the conductive link leaving the fmt in situ. Additionally, the patient was no longer within the device indication criteria due to this labyrinthization process. It was stated in the device explantation report that the device or a malfunction of it did not cause or contribute to the explantation.